Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, including improper tubing settings. Refer to dfu-0212-eo dualwave¿ arthroscopy pump user manual. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/26/2025, a facility representative reported via (B)(4) that an ar-6480 dualwave pump was producing a pressure fault alarm this occurred during a case. There was no patient harm or adverse event due to the pressure fault error code displaying.